Manufacturer narrative:
Patient country: united states patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set got disconnected from the quick release on (B)(6) 2024. The blood glucose level was 488 mg/dl at the time of event and was managed by insulin. No further information was available.